Event description:
The customer reported being in the emergency room due to high blood glucose of 585mg/dl and hyperglycemia. Troubleshooting was performed. The customer stated that a temporary basal was not programmed before the alarm, and the insulin pump was stored and not in use for an extended period of time. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin was received with constant alarms as a result of a faulty component on the motherboard. Further testing could not be performed due to the constant alarms.